Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-02175. It was reported that one of the patient's leads had migrated. In turn, surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Additional information received indicated that surgical intervention took place on 24jun2020 wherein the leads were repositioned. Effective therapy established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.